Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Peritoneal dialysis patient reported that the patient line disconnected from the peritoneal dialysis supply bags during treatment which resulted in a fluid leak. Follow-up with the patient's peritoneal dialysis nurse indicated that the patient did not experience any complications as a result of the alleged event. There was no report of medical intervention. The patient's dialysis treatment modality has been changed to in-center hemodialysis. The alleged device was discarded by the patient.

Manufacturer narrative:
The alleged event was not confirmed by the manufacturing plant. The device was not returned to the manufacturing plant for investigation. All companion samples have been sold and distributed. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
"."